Event description:
Rep reported that the healthcare user could not get an accurate indication of the valve setting through x-ray. Since the child was a newborn they were able to determine the setting visually through the childs scalp.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.

Manufacturer narrative:
(B)(4).

Event description:
E-mail received from the sales rep. Reported: "complaint was from the np, who saw the patient in clinic. She followed all prescribed techniques (as trained by me and r&d codman) on separate occasions. Unfortunately, she couldn't get an accurate indication; she got a reading of 2, 4, 5. Since the kid is essentially a new born she could see the valve housing through the scalp, so she felt she was pretty accurate in positioning. Additionally, they couldn't really determine the setting via x-ray, she said the setting looks like an 1 but doctor had it programmed to 2. Basically she is concerned and frustrated with this outcome and how they are going to overcome this issue since they were already trained twice. The staff wasn't aware this patient was coming in today, so they didn't schedule for me to be there to support the procedure". (B)(4). A follow-up is being generated due to a reclassification of "adverse event/product problem" in the medwatch from malfunction to serious injury. (B)(4).